Event description:
Additional information has been received stating suture was removed, it was the last one. The surgeon would continue to monitor how much the astigmatism has been reduced by the suture being removed. The surgeon considered that visual acuity would not be better because the patient has a retinal disease. White color was increased (b) rumbling, itching.

Manufacturer narrative:
The product and video from surgery was returned for analysis and the reported complaint was observed. The device is returned loose in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. A broken haptic is observed partially advanced outside the nozzle tip. The plunger is advanced under the haptic. Haptic distal is facing downwards towards the lens bay. The remaining intraocular lens (iol) was returned in a zip lock bag, solution is dried on the iol. One haptic is broken torn, the other haptic is intact. The optic is cracked/fractured with a piece missing and scratched/marked-rejectable. The returned video shows an intraocular lens (iol) implantation using the company device. However, only the nozzle is visible in the video; the rest of the device is not shown. Additionally, the steps related to device preparation are not demonstrated. The nozzle appears when the iol is being pushed by the plunger. The lens stops at the pause location, where a straight trailing haptic is observed. The iol is then inserted into the eye. During implantation, the trailing haptic is seen to be stuck between the nozzle wall and the plunger. The haptic tip is cut by the healthcare professional using an additional surgical instrument. The remaining trailing haptic stays outside of the eye. The iol is removed from the eye, and a new iol is implanted. We are unable to determine the root cause for the reported complaint "trailing haptic was torn". Straight trailing haptic was observed on the returned video. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the instructions for use (IFU). The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating astigmatism was stronger than physician thought.

Manufacturer narrative:
Additional information was provided in b.5., b.6., b.7. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic was torn when implanting. The iol was removed by enlarging the cornea for a corneal incision due to the tear of the trailing haptic. When removing the iol, the optical part of the iol was cut and removed. The surgery was completed after replacing the product with another one during initial procedure. The procedure was completed on same day. Additional information has been received stating and the corneal wound was sutured. The suture will be removed in the future. Hospitalization was prolonged, and event was continuing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).